Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 12/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code z464h. It was requested to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode.the evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but was unavailable: please provide procedure name and date: no further information is available. How was procedure successfully completed?: no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.